Event description:
(B)(6) 2012, the patient contacted animas and stated that the pump was not detecting the cartridge during the load step. The patient stated that when she changed out the cartridge again, all of the insulin had dispensed out of the cartridge. It was indicated the patient reported loss of prime issues with the pump. There was no reported patient impact associated with this complaint. This complaint is being reported as the patient stated that the pump did not detect the cartridge during the load step.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during testing, the pump failed to recognize the cartridge during the load step. The force sensor was tested and revealed the force sensor was out of calibration. The pump was opened for investigation and revealed contamination on the force sensor as well as moisture damage inside the force sensor housing.